Event description:
The customer reported that the apex button on the external paddles was broken. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.